Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique (with patient not wearing a mask or performing hand hygiene), as reported by the pd nurse.

Event description:
On 22/oct/2025, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with a pd related infection. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025, the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain. It was stated the patient had a pd culture obtained in the pd clinic which had growth of staphylococcus haemolyticus. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dose not provided), intra-peritoneal (ip) for peritonitis, per the nurse. Subsequently, on (B)(6) 2025, the patient went to the hospital for continued abdominal pain associated with the peritonitis. The nurse did not have any details about the hospital course available, and it was stated that the patient left against medical advice on (B)(6) 2025. However, the nurse indicated that the patient continued treatment with vancomycin and ceftazidime ip (dose not provided) until on (B)(6) 2025. On (B)(6) 2025, the patient was seen in the outpatient pd clinic and had a repeat pd culture obtained. The nurse stated the pd culture grew the same bacteria (staphylococcus haemolyticus) and that the patient had persistent peritonitis. As a result, the patient has been restarted on antibiotic therapy utilizing ip vancomycin (dose not provided) on an outpatient basis. The patient continues pd with the same cycler without any reported issues. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique as patient was not wearing a mask or performing hand hygiene appropriately.

Event description:
On 22/oct/2025, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with a pd related infection. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain. It was stated the patient had a pd culture obtained in the pd clinic which had growth of staphylococcus haemolyticus. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dose not provided), intra-peritoneal (ip) for peritonitis, per the nurse. Subsequently, on (B)(6) 2025, the patient went to the hospital for continued abdominal pain associated with the peritonitis. The nurse did not have any details about the hospital course available, and it was stated that the patient left against medical advice on (B)(6) 2025. However, the nurse indicated that the patient continued treatment with vancomycin and ceftazidime ip (dose not provided) until (B)(6) 2025. On 21/oct/2025, the patient was seen in the outpatient pd clinic and had a repeat pd culture obtained. The nurse stated the pd culture grew the same bacteria (staphylococcus haemolyticus) and that the patient had persistent peritonitis. As a result, the patient has been restarted on antibiotic therapy utilizing ip vancomycin (dose not provided) on an outpatient basis. The patient continues pd with the same cycler without any reported issues. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique as patient was not wearing a mask or performing hand hygiene appropriately.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.